Manufacturer narrative:
One tapered screw-vent implant (tsvb10) and one unknown screw were returned for investigation. Visual evaluation of the as returned products identified fracture around the implant collar and screw fragment in the implant drive feature. Additionally, there was bone residue around the external threads due to usage. Functional testing could not be performed due to the nature of the devices and events. Pre-existing condition noted on the per was low bone density ¿ type iii. The reported devices had been placed on tooth #13 (unknown) for approximately 4 years. X-ray/picture images were provided. Appropriate documentation was reviewed. DHR and complaint history review could not be performed as the lot/item number was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. DHR review (tsvb10):DHR review for the lot (63360719) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review (tsvb10): complaint history review was performed for the lot (63360719) for similar events and no other complaint about nonconforming products was identified. Based on the available information, device malfunction did occur and the reported events were confirmed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Age and date of birth unknown / not provided. K011028, k013227.

Event description:
It was reported that implant at tooth site # 13 fractured. Implant was removed and replaced with another implant. As a result of this event, no injury to the patient reported. Symptoms as a result of the event: none reported.